Event description:
It is reported that the pt was revised due to infection.

Manufacturer narrative:
Eval summary: the primary surgical notes stated that "all trial and final reductions revealed an excellent range of motion, stability and restoration of leg lengths." The revision surgery notes stated that the devices were well fixed. The sterilization process for this device is in accordance with FDA regulations and iso standards. The mfg lot specified in sterilization process parameters and met all acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Eval: review of the device history records did not find any deviations or anomalies.